Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed for vibration and cutter insertion test due to worn out bearings and the neuro-tip leg had been drilled into. Therefore, the reported condition was confirmed. An assessment was performed which found that the bearings were worn out and loose creating the vibration and a situation where the cutter was not able to be inserted. It ws determined that this was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings (normal wear). It was determined that the drilled neuro-tip leg was due to excessive lateral force be placed on the device causing the drill to flex and come into contact with the neuro-tip leg, damage caused by user error. The assignable root cause was determined to be due to normal wear and user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had a damaged component - neuro tip, all three ball bearings have fallen apart except for a half inner ring, missing all other rings, cages and balls and crane boom damaged (abrasion). It was noted in the service order that the device ball bearing was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.